Event description:
Revision due to loose proximal corail stem, secondary to alval (metal reaction).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint: revision due to loose proximal corail stem, secondary to alval (metal reaction). Update 14 apr 2014: report of formal claim received from (B)(6). Confirmed revision of pinnacle mom. Reason for revision loose proximal corail stem, secondary to alval (metal reaction). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found one other report against the 1926289 lot code. Per procedure this device is exempt from DHR review. No other reports were found against the remaining product/lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.